Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history report shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During CABG procedure the punch will stick and will not come out of the shaft. There was no patient injury.